Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. The unit was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test failed on the parallelogram fiber. Once testing was completed, the parallelogram fiber was aba tested and was verified to be the source of the fault.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, user informed the technical support engineer (tse) that they experienced error 252, which was indicative of a communication error. Initially, the tse attempted to guide the user through a hard power cycle. The system was later power cycled by the biomed, which resolved the issue temporarily, allowing the system to come back up without errors. However, the procedure was converted to laparoscopic due to the error. No known impact or patient consequence was reported.